Event description:
It was reported that the ventilator generated a technical error code indicating expiratory channel failure. The patient involvement is unknown. Manufacturer ref.#: (B)(4).

Event description:
Manufacturer ref.#: 308771.

Manufacturer narrative:
It was reported that the ventilator generated a technical error code indicating expiratory channel failure. The expiratory channel printed circuit board (pcb) was replaced and returned for investigation. An inspection of the returned expiratory channel pcb showed no anomalies. The evaluation of received device logs shows that the reported technical error had occurred intermittently several times during the last 8 months. It was later reported that the same error reappeared on the reported ventilator with the replaced expiratory channel pcb. This may indicate an issue unrelated to the returned expiratory channel pcb. The returned expiratory channel pcb was installed in the reference ventilator. Several pre-use checks passed and simulated use test ventilation ran for 4 weeks without any deficiency noted. The reported technical error indicates a expiratory channel failure during ventilation. Only expiratory flow measurement, will not affect ventilation. Appearance of this failure will be notified to the user by generated audible and visible alarms. The conclusion in this matter is that the reported issue could not be reproduced during the laboratory investigation. The root cause could not be determined.